Event description:
During a lap band case, a vessel was sealed then cut. After two minutes it began to bleed. No pt harm was reported.

Manufacturer narrative:
Device was received with a fractured hub preventing functional testing of the device for coagulation. When fabricated together, the top jaw appears to contact the ceramic hub at the pivot link which can prevent the jaws from completely closing, resulting in a poor closing force. An inadequate closing force could result in a poor coagulation effect.